Manufacturer narrative:
The insulin pump had a blank display due to the liquid crystal display metal frame shorting out with the positive side of the battery tube.

Event description:
The customer called to report a blank display. Troubleshooting was performed and the display remained blank. Nothing further was reported.